Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had image issues, a black out in the middle of a case, and the universal serial bus port was damaged and looked broken. There were no error message. This issue was found during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation, a worn-out video connector latch causing a poor connection with pigtails, as well portable memory port is broken. Based on the results of the investigation, a definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic.